Event description:
Reportedly during a vasectomy procedure, the needle broke in half after passing through tissue. The broken portion remained in the patient and was surgically removed. Patient condition reported to be recovered.

Manufacturer narrative:
During a routine review of our complaints this complaint was re-evaluated and determined reportable as an adverse event.